Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplement report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that while administering an intact blinatumomab dose to a patient, a nurse observed a leak at the connection point between the texium end of the tubing (green male luer) and the extension set filter line from baxter . This section had been primed with blinatumomab, and the leak was localized to that specific connection point.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24601-b007t and lot# 25025433 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.